Event description:
Per report, " there is no external damage to the unit. The heater was connected to a vent when it sparked and started smoking." Per respiratory therapist present at time of event: "rt at bedside conducting assessment and cares. I noticed visible smoke and sparks as well as a general fault alarm on the heater associated with the ventilator. Rt immediately unplugged heater, replaced ventilator with fellow nicu rts, reported to supervisor and leadership. No injury to baby."

Manufacturer narrative:
Per report, " there is no external damage to the unit. The heater was connected to a vent when it sparked and started smoking." Per respiratory therapist present at time of event: "rt at bedside conducting assessment and cares. I noticed visible smoke and sparks as well as a general fault alarm on the heater associated with the ventilator. Rt immediately unplugged heater, replaced ventilator with fellow nicu rts, reported to supervisor and leadership. No injury to baby." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.